Event description:
One month after treatment with cosmoplast the patient developed grey skin discoloration and itching at the treatment site. The physician diagnosed hypersensitivity and prescribed oral prednisone 20mg every day for ten days and topical lustra bleaching cream.

Manufacturer narrative:
Quality assurancehas reviewed the device history records for this lot from finished product labeling to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, minor deviations were noted. None of the deviations noted were significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.